Manufacturer narrative:
Product analysis analysis: during visual analysis no problem was detected, except the fact the shape of the balloon indicate that it has been inflated at least one time (att. 2). During functional analysis it was possible to inflate the balloon, but at a low pressure, a spraying hole was visible. After further analysis a very small hole was located between the two peaks of the balloon conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the rupture is attributed to the contact of the balloon with bone splinters during surgery.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient underwent balloon kyphoplasty procedure at l1. During procedure, the balloon ruptured resulting in leakage. After the hcp removed the deflated balloon from the working port he could see contrast in the body of l1 vertebra when he screened. No patient complications were reported during the surgery. It is also unknown if the patient was allergic to the contrast medium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.